Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 227 mg/dl. Pt was given 14 units of lantis insulin. Within ten minutes pt showed signs of hypoglycemia. Paramedics were called and they checked pt's glucose at 24 mg/dl with their equipment. Pt was treated with dextrose via a syringe. Controls were not run on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.